Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. Two complaints were received during this report period. Of these, 2 showed no evidence of any device-related fault. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with the device's failure to cut. These reports were received from various sources. Patient information was not confirmed for the events.